Manufacturer narrative:
(B) (4).

Event description:
It was reported that the patient had "paralysis". She had two occurrences of the paralysis, the first described as involving the "whole right side" and in the second episode (which happened last week) she could not move her right leg. She was in physical therapy and the therapist was able to get her leg to move again. She also experienced a "fading" stimulation sensation, a lack of effect, and surging sensation which occurred randomly and while having a bowel movement. She could not feel her stimulation even after turning it up. It was noted that all of the green lights on the patient programmer were on. She was at home in fair condition and was re-directed to her healthcare professional. The healthcare professional confirmed the patient has not been seen at the clinic since (B) (6) 2003. Further information was requested.